Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and failed preliminary analysis due to charge circuit was inactive. The device was functionally tested and failed. It shows that the device was unable to fully charge and deliver the charge. Device was milled open. Interrogated the device and the programmer came back with a message of charge circuit timeout. With the programmer, dumped the capacitors and then attempted to charge the capacitors. While charging the capacitors, heard a crackling noise coming from the device and aborted the test. The capacitors were dumped before proceeding with visual inspection. Visual inspection revealed that there was a visible dent in the shield which was duly noted in the preliminary visual analysis. Since the dent is in the area where the capacitors are located, peeled back more of the ICD can to expose area to perform measurements of the capacitor with an ammeter. It was noted that the capacitors measured 218 microfarads when normal measurement should be about 240 microfarads. Reached a conclusion the charge circuit problem was due to the device was probably dropped at one time. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
The device was removed due to infection. It was analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.